Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads detaching - oral-b refills [device breakage] . Case narrative: consumer stated on e-mail that she had an issue (heads detaching) with oral-b refills. No injury was reported.